Event description:
A pt reported they were unable to receive a reading on their one touch ii meter due to their meter allegedly would only prompt the "clean test area" message. There was no result on their meter as the pt was unable to test. Pt reported no symptoms. Treatment was unk. No further info has been reported. No serious injury or allegation of harm.